Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis. Air in line messages were found in the event history. The operator performed a functional check and visually inspected the pump. The issue was not confirmed. The operator was unable to repeat customer's reported problem in that the pump displays frequent air in line alarm and error code 46976 issues." High alarm displayed and acknowledged air in line detected were found in the pump's event history logs but no error code 46976 could be found. It's recommended the air detector be replaced.

Event description:
Information was received indicating that a smiths medical pump has frequent air in line alarms and presented with code 46976. There were no reported adverse events.